Manufacturer narrative:
The customer reported for missing low glucose alarm. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled low glucose alarm feature in the app and set low glucose alarm threshold to highest glucose value. Nano amps was adjusted on the keithley till low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 17.4.1 and app version 3.6.2.12253. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and facial twitches which eventually lead to customer losing consciousness. The customer did not receive any medical treatment from any third-party and no further information regarding treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 17. The low glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and facial twitches which eventually lead to customer losing consciousness. The customer did not receive any medical treatment from any third-party and no further information regarding treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.